Event description:
In was reported that the luer lock connection was not securely connected. Customer¿s blood glucose level was "high", however, a specific bg value was not provided. The infusion set was changed to address the issue, and a bolus was delivered to address bg levels.

Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.